Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported hole/tear in body of PICC catheter near 10cm marker, "burst" open while in a patient. Leaking at insertion site was noticed. Line was placed on (B)(6) 2025, starting on (B)(6) 2025 red lumen gave no blood return and this was also reported (B)(6). Red lumen would flush but not have blood return. Other lumens flushed and gave blood return fine. Nurse noticed clear fluid leaking around insertion site on (B)(6) as well and reported to PICC team. PICC was dc'd. Swelling and leaking of the insertion site. On ultrasound this vessel was noted as partially non-compressible post catheter removal, with no evidence of thrombosis. Beyond the ultrasound and the series of events reported there are no other details known to our team.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 5 fr t/l powerpicc catheter was returned for evaluation. An initial visual observation revealed a longitudinally aligned split just proximal to the 9 cm depth mark. Ballooning of the catheter between the 11 cm and 12 cm depth marks were also observed, and biological residue was noted on the catheter. A functional test of flushing each lumen of the catheter with water using a 12 ml syringe was performed. A leak was observed just proximal to the 9 cm depth mark when flushing the red lumen, and an occlusion was noted in the lumen as no water was seen flushing through the distal end of the catheter. No leaks or occlusions were observed on the white and gray lumens. A microscopic observation revealed the split appeared to be slightly curved and had smooth and flat fracture surface with clean and straight edges. A circumferential cut was made on the catheter distal to the ballooning section, and a white crystal-like material was seen within the red lumen of the catheter, which was observed to be the cause of the occlusion. The damage observed in the returned sample suggest the catheter experienced over-pressurization (burst) damage due to catheter occlusion. This complaint will be recorded for future trending and monitoring purposes.